Manufacturer narrative:
Follow up #1 submitted: 11/15/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons were normally responsive and had normal spring back and click. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the ok, up, and down arrow buttons were intermittently responsive and occasionally hyper responsive. The patient stated that the button symbols were wearing off but stated that there was no known damage to the keypad. The patient stated that the pump was worn in a pump skin attached to the belt and the pump was cleaned with a dry cloth. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.